Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. No absence of occlusion alarms were noted either as the unit issued an insulin flow block alarm when it was supposed to during the basic occlusion test. In addition to this, unit data was successfully uploaded on to carelink. No upload/download anomalies or delays in uploading/downloading were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not delivering insulin. Customer stated that insulin pump was sometimes gets insulin flow block alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.